Event description:
The patient reported that the down arrow button intermittently activated pump functions when pressed. The patient said it needed to be pressed several times before it activated desired pump functions. The patient was advised to go on a backup plan if she could not safely use the pump. The patient does not clean the pump and there was no reported misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. The ok and down arrow buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.